Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was over 600 mg/dl; cause was not known. Ketones were present. Pump supplies were changed and insulin injection was administered. System check was performed with tandem technical support. No device issues were identified and contact acknowledged. Recommendation was made for the customer to discuss the event with a healthcare provider.